Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal baclofen via an implanted pump for spinal cord injury and intractable spasticity. It was reported that the patient heard a critical alarm overnight and pump logs showed a motor stall shortly after midnight and recovery at 1:00am.the patient had experienced a bit more spasticity and sweats. The caller stated the patient had not had any magnetic resonance imaging (MRI) but they did have an ipad near the pump and a heater as well.